Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient had experienced the infusion set tape not sticking use event on (B)(6) 2026. The set had been use for one day. No further information available.